Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, which resulted in oversensing. The physician felt the patient only needed an right ventricular (rv) lead and turned the ra lead off. Later, the ra lead was abandoned surgically, during an rv lead replacement. No adverse patient effects were reported.